Manufacturer narrative:
The complaint is confirmed; a part of the guide wire covering approx 95 mm in length has become attached from the guide wire. The proximal end of the fracture is ragged, torn in appearance. This may have been caused by the guide wire becoming hung up or stuck on a sharp edge of some other instrument during which it was pulled in order to remove it from the pt. This stress or load may have caused the wire cover to break free and become wrinkled up onto the guide wire. The other distal end of the guide wire has a clean break or was cut. The breakage occurred at 145 mm from the angle tip or distal end of the guide wire. A review of the mfg build records for this lot does not show any discrepancies in the build of the lot. The failure is not related to mfg or design.

Event description:
During a procedure as the e-z glider was being withdrawn through the percutaneous access cannula, a segment of the outer layer of the guidewire separated from the core portion of the guidewire. All of the detached outer layer segment was retrieved. No harm to the pt.